Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014, resulting in a hypoglycemic event rendering patient unresponsive. Patient's husband contacted paramedics who administered pure glucose to revive patient. Patient was hospitalized same date as incident and released on (B)(6) 2014.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014, resulting in a hypoglycemic event rendering patient unresponsive. Patient's husband contacted paramedics who administered pure glucose to revive patient. Patient was hospitalized same date as incident and released on (B)(6)2014. Patient advised personal physician lowered insulin intake in attempt to change patient's basal rates. No further medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional. Patient reported to dexcom technical support a current condition of feeling better to normal.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (B)(4) 2014. The complaint of intermittent audio output could not be confirmed.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded data log did not confirm the reported of an intermittent audio output. A CAPA has been initiated for this issue.